Manufacturer narrative:
The 10a fuse on the power supply was determined to be defective. The manufacturer's field service engineer reported that this device will not be repaired by customer decision. No further repair is scheduled at this time, and the device is to be decommissioned. The determination could be made that the device failed to meet specifications. The device was not being used for treatment when the reported event occurred, and there is not a relationship of the device to the reported problem. The root cause could not be determined.

Manufacturer narrative:
A follow up report will be submitted once the investigation is completed.

Event description:
The customer reported that the ventilator will not power on. No patient involvement / harm.